Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on multiple occasions blood/fluid leaked from the maxzero which may be a biohazard/chemo exposure risk when in use. Details of the event requested but not provided. There was no patient harm.